Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent operation of the device. Analysis also found the high rate cover was missing, two side bail covers were broken, and the serial number label was torn (cosmetic). The upper and lower cases were broken/contaminated. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer for trade-in, analyzed and tested out of specification. There was no patient involvement reported.